Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the patient was experiencing persistent leg pain from knee to feet on both sides after the trial procedure. The physician believed that the pain was procedure related. The patient was sent to emergency room (ER), underwent an explant procedure and was reportedly doing well postoperatively. No device malfunction was suspected.